Event description:
Additional information was received. The patient met with a manufacturer representative on (B)(6) 2017. The patient was advised that they could turn off the device and see if the pain went away, but the patient felt that the pain was not due directly to the implantable neurostimulator being turned on. The patient wanted to continue trying different programs, so the patient was given programs 5, 6, and 7 and left the appointment on program 5.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va19pkp, product type: lead. ¿analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was still feeling pain at the battery site and lead with returned of symptoms. The patient went through different programs in 2 week increased and was advised to turn device off to see if the pain went away but did not. It was noted that devices were explanted. It was noted that patient recovered without sequela.

Manufacturer narrative:
(B)(4). Additionally the patient's device was explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) received information from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient was reportedly experiencing pain at the implant site and felt that symptoms were not what they were during evaluation. The patient decided to go to a new healthcare provider (hcp) and have the device removed and replaced. The rep went through all different programs and gave the patient the option of turning the device off. The patient also reported to the rep that the device was not working and was shocking them. It was noted that the patient thought the trial went better than the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced shocking and pain at the ins pocket. They said they were in serious bad intense pain at the ins site where it felt like it was pushing out of their body and it was hot. Patient could feel pulsing and they couldn't sleep, walk, or sit from the pain. Patient stated it was not incision pain. Patient's healthcare provider (hcp) told them to take motrin, but that didn't do anything for the pain. Patient stated they were discharged without antibiotics or pain medication and within 48 hours of implant they felt like the implant was pushing out of them. Patient noted they had incredible pain tolerance. Patient also reported the implant was shocking and electrocuting them randomly and intermittently. The manufacturer representative (rep) had tried to change the settings, but it didn't help and the rep told them they needed to see their hcp. Patient further stated they were a really small person and the implant was very close to the surface. Patient was in the operating room 4 times for issues with the implant. The device had already been removed. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an incredible amount of pain at the battery site. They went to the doctor and the doctor and a manufacturer representative (rep) stated that they hadn't had anyone with this issue. They offered to take it out, but the patient didn't want to give up on it. It wasn't stimulating like it was in the trial. They felt like it had moved. During the trial, they were stimulated in the pelvic and vaginal area but, three days after the new implant, they were stimulated in the rectum. The rectal stimulation was so intense that it hurt. When the stimulation was in the vaginal area it didn't hurt at 1.2-1.4 volts and, with the stimulation in the rectum, they couldn't go above 0.9 volts. They started to get diminished results a few days after the surgery and then got the incredible amount of pain. It was noted that they had an over-active bladder. They were first on program 1 for three weeks at 1.6 volts and dropped it to 1.2 volts. They called the rep, who told them to stay on program 2 for two weeks, a total of three weeks. On (B)(6), they changed to program 2 at 0.9 volts for two weeks. On (B)(6), they called the rep again. It was like they didn't have anything in them at all. They saw the doctor on the day of the report and consulted with the rep, who said to be on program 3 at 1.2 for two weeks.

Manufacturer narrative:
Analysis of ins (B)(4) revealed that it passed functional testing and there was no anomalies found. Analysis of lead (B)(4) was revealed that noi significant anomaly found as it passed all the test. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient had obsessive compulsive disorder which may be contributing to feeling of pain and that device is not helping symptoms as lead and ins were removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.